Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that a flat wire was found protruding from the delivery system outer shaft. The analyst noted that a partial delivery system was returned without the device, tether and tether pin. The tether lock was returned in the locked position. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.